Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator batteries, the interconnecting cable, the smart switch card and the cradle brake pad were evaluated and replaced. The system was tested and found to be working as intended and put back into service.